Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had blank display and pump error on insulin pump. The customer¿s blood glucose level was unknown. Customer reports that the display play turned white and could not read the display. Pump alarmed pump error, delivery stopped, active insulin erased and customer performed self test again and pump passed the test. The insulin pump will be returned for analysis.